Event description:
Explanting physician reported a right-side device rupture, seroma-late and pain. An MRI was performed due to mastodynia and knots and it was suspected "relatively significant scar formation in the medial part of the right breast". The MRI diagnosed a seroma, device rupture and "several small lymph nodes lateral to the breast implant¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Postal code - (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified one opening, red particles material was found on the shell and red/white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.